Event description:
It was reported that the patient deceased from cardio respiratory arrest. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis confirmed normal device characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.